Event description:
The reporter stated the surgeon inserted an aa4203tl silicon toric plate lens and the lens tore. The lens was removed. The reporter was unable to provide anymore information in regards to any patient injury. If more information becomes available, a supplemental medwatch will be filed.